Event description:
Unit was reported by physician as being too hot to treat pts. There was no reported injury or pt involvement. There was no medical intervention reported for this event. The physician returned the product to the company for review and repair. No treatment errors were found and a hardware error is being investigated.